Event description:
This lead was capped and replaced due to a fracture. The physician also changed out the pacemaker at the same time to prevent another change out soon. There were no adverse patient events reported. Should additional information be received, this file will be updated.